Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump was giving her a lot of insulin. The customer¿s blood glucose level was 181 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.08710 inches. No possible over/under delivery anomaly noted. Device was downloaded and all bolus delivered were found at the carelink pro report. No unexpected prime/fill anomaly noted during testing. (B)(4).